Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs showed an external fluid leakage from the drain bag sealing near the stopcock. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a leak from the drain bag was observed in a prismaflex m150 set during patient hemodialysis treatment. There was patient involvement but no patient impact and no medical intervention. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.